Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor electrode was missing. The customer¿s blood glucose was 119 mg/dl. Customer reported that on sensor removed is shorter than the other, customer is not sure if broke does not feel anything in her body. Customer reports the sensor cannula fractured while in the body, end of sensor looks shorter. Customer is unsure if the sensor cannula is still in the body. The sensor will not be returned for analysis.